Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated device displayed a lead safety switch which indicated an out of range impedance measurement had been recorded. Noise was also seen on the lead when programmed to unipolar and bipolar configurations. The noise was easily reproducible. The device was reported to be nearing elective replacement indicator (eri); a lead revision was advised at that time. There were no adverse patient effects reported. The system remains in service.

Event description:
Subsequent information indicates that the patient was seen for a change out procedure where the device and lead were explanted. There were no additional adverse patient effects reported.